Event description:
Manufacturer was informed of the following event through patient tracking database. On (B)(6) 2024, a patient received a perceval valve pvs23. Reportedly, patient passed away at an unknown date due to unknown reason. Manufacturer was informed that no further information will be provided.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6. The manufacturing and material records for the device involved in this event, as they pertain to the reported issue, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this prosthesis satisfied all required material, visual, and performance standards at the time of manufacture and release. Based on the limited information available, the definitive root cause of the reported event cannot be established at this time. However, from the document review performed, no manufacturing deficiencies were noted. Should further information be received in the future, a follow up report will be provided.